Event description:
The physician attempted to advance the septal occluder implant out of the occluder delivery catheter, however, the metal hp on the end of the catheter slid off. This created an inability to advance the septal implant device out of the catheter. This was visible under fluoroscopy, and the system was removed. A new catheter was inserted and the procedure continued without complication.